Manufacturer narrative:
Combination product: yes.

Event description:
Shock impedance has increased from around 65 ohms in september 2024 to 129 ohms on (B)(6)2024. It was noted the shock impedance had been high >125 at some point in 2021 as well. The pacing impedance has trended up slightly in the last month. A full lead evaluation was recommended. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.